Event description:
Additional information was received that surgery occurred during which the system was explanted.

Manufacturer narrative:
Additional information: h6 method code: 4117 has been updated to 4114.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13093. It was reported that patient experienced ineffective therapy. As a result, surgical intervention may occur. Surgical intervention may also occur due to pain at ipg site, as documented in manufacturer reference number 1627487-2019-12803.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.